Event description:
Customer reported experiencing high blood glucose readings and receiving several no delivery alarms. Customer's current blood glucose reading is 452 mg/dl and has treated with the insulin pump and manual injections. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.